Event description:
It was reported that during a low anterior resection procedure, the staples in the anterior portion did not form the complete "b" shaped staples. The staple line on the posterior part was intact but anterior was incomplete. Colostomy was performed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested: what is the current patient status? What was the patient¿s pre-op diagnosis? Who fired the device? What is the users experience with the device? What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Were there two complete donuts? Were all tissue layers present in both donuts when inspected? Was there any attempt to complete the staple line with another technique? If yes, please explain. Were there any other approaches done to address the staple line? Is the colostomy temporary or permanent? Was the colostomy a planned part of the procedure? Was a proctoscopy done?